Event description:
The customer indicated that they observed a hemoglobin (hgb) lyse leak underneath the coulter act 5diff cap pierce (cp) instrument. The healthcare workers interfacing with the machine were wearing personal protective equipment, which included laboratory coats and gloves, at the time of occurrence there was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. Beckman coulter inc. Personnel reviewed customer patient data and found that no patient results were affected by the leak. The leak was found before the start up of the day and the customer did not run samples after the leak was found. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and a material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) found that the reagent syringe block had a crack at the hemoglobin lyse syringe. The fse replaced the leaking reagent syringe. The instrument was returned into service after completion of verified repairs. The root cause for this event is attributed to a cracked hgb lyse syringe